Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm. No ramping numbers anomaly noted. No battery out limit alarm. The insulin was pump received with scratched lcd window., cracked case display window corner, cracked battery tube threads, and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm, button error alarm, and keypad anomaly. The blood glucose at the time of the incident was 142 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.